Event description:
(B)(4) alert: rv lead integrity warning on (B)(6) 2022 due to greater than 2 high rate-ns episodes less than 220 ms and sensing integrity counter greater than or equal to 30 in 3 days t-wave oversensing observed on s treated episodes and on non-sustained episodes cause inappropriate detection and therapy delivery (no shocks, only atp delivered). Patient came to ER due to audible carealert tone due to lead integrity warning. Local crhf team (B)(6) informed via email. (B)(4) device was alarming as lead integrity alert was triggered due to high sic count and episodes of nsvt. Twos and noise on the lead was noted. Physician was advised and will follow up through patient in their rooms privately. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).